Manufacturer narrative:
There was no rx acculink device malfunction reported. Myocardial infraction and death are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction, death. Time of ae: 23 days after the procedure. It was reported that 23 days post an uneventful right internal carotid artery stenting procedure, the pt with a history of coronary artery disease, experienced a myocardial infarction at home and died. There were no reports of attempted resusitation. Per the death certificate, the pt died from cardiovascular collapse, cardiac dysrhythmia and likely coronary artery disease. Although requested, there was not additional info provided.